Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient's right ventricular (rv) lead was suspected, by the physician, to be dislodged due to a decrease in r-waves and an increase in thresholds. An rv lead revision was then scheduled to reposition the lead. However, during the procedure, the lead could not successfully be repositioned as it had become healed into the heart, so it was surgically abandoned and replaced. When the new rv lead was connected to the existing pacemaker, oversensed noise was observed on the electrogram (egm). The new lead was removed and re-inserted, but as the noise persisted, the physician elected to also change out the pacemaker. It was suspected by the physician that one of the rings in the device was unable to properly connect with the new rv lead. No noise was observed on the new rv lead and new device. No additional adverse patient effects were reported.